Event description:
It was reported the patient's blood glucose level rose from 121 to 240 to 300 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. The pod leaking insulin during wear was also reported. Ketones were checked and found to be high. As treatment, a new pod was activated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device was received fully deployed. No alarms, timeouts, nor drive stalls were observed in the data. No bends nor kinks were observed to the soft cannula. No damages were observed to the fluid path. A leak test was performed, and no leaks were observed along the fluid path. No damages were observed to the device that would cause fluid to leak during wear.